Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 17mm amplatzer septal occluder was selected for implant. During procedure the device did not open correctly and appeared deformed in a "cobra shape" and was exchanged for another 17mm amplatzer septal occluder. No patient consequences were reported.

Manufacturer narrative:
An event of deformation upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: upon review, the amplatzer occluder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.